Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Lens was returned in liquid, in lens vial. Visual inspection found the lens torn into three pieces and a tear in the optic. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +20.0 diopter, intraocular lens tore during insertion. The lens was removed with no injury to the patient and the backup lens was implanted within the same surgery. The reporter stated that the cause of the event was unknown.